Event description:
During a surgical procedure, the respiratory gas monitor (rgm) initiated a sample line purge and was followed by a "sample line blocked" advisory. After several automatic cycles, the attending anesthetist inspected the patient-to-machine sample line for kinks or water occlusion. A second sample line was installed but produced the same results. A qualified bio-med specialist was called and a third sample line was installed. The rgm continued to display "sample line blocked." A second rgm was integrated during the procedure and immediately began a system purge and subsequently displayed "sample line blocked." The bio-med tech then noticed the sample line being used was physically different by the addition of an in-line filter and inquired as to the difference. A fourth sample line was obtained however, this was of the previous style, and was installed. The rgm was reconnected and functioned normally. Test conducted after the surgical procedure confirmed that using a particular MFR of the sample line would produce the expected failure. Rgm MFR's tech support was contacted to verify the possibility of this failure mode and was advised that other failures had been reported due to small diameter sample lines.